Manufacturer narrative:
Film evaluation summary: still images of the discarded device shows a crack along the length of the distal lock. There appears to be no damage to the tray in the area of the crack and no reports of outer damage to the original packaging. The cause of the crack to the distal lock cannot conclusively be determined. The device had been in and out of consignment on three occasions, which may have contributed to this event however, the root cause is unknown. It was noted that the damage to the distal lock did not impact the device performance.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure, a fracture was observed at the bottom of the delivery system. There was no outer damage to the original packaging that could have contributed to the delivery system damage. The physician elected to use the device and the stent graft was successfully implanted without any complications. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.